Manufacturer narrative:
Corrected information: a2 (redacted date of birth). Inadvertently included the patient's date of birth in the initial report, but this patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID l-evprop34 (lot: 0012408657); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012468078); product type: 0195-heart valves; implant date; explant date product ID d-evprop34 (lot: 0012468078); product type: 0195-heart valves; product ID safari guidewire (lot: unknown); product type: guidewire; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released after 3 recaptures. Infold of the valve was evident so a post-implant balloon dilatation was performed with a 28 mm balloon. During the post-implant balloon dilatation, the valve dislodged into the ascending aorta requiring a second valve. The second valve was deployed after a recapture and implanted in a suboptimal position. Of note, a non-medtronic guidewire (safari) was used during the procedure. Cusp overlap view, commissure alignment technique were used during implant.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released after 3 recaptures. Infold of the valve was evident so a post-implant balloon dilatation was performed with a 28 mm balloon. During the post-implant balloon dilatation, the valve dislodged into the ascending aorta requiring a second valve. The second valve was deployed after a recapture and implanted in a suboptimal position. Of note, a non-medtronic guidewire (safari) was used during the procedure. Cusp overlap view, commissure alignment technique were used during implant. Additional information was received indicating that the loading of the first valve was "not entirely normal" and the identified issue was "infolding within the parameters" (misload). According to the reporter, the first valve was recaptured three times to ensure the implant position was as optimal as possible. It was stated that the infold was first noticed on the first deployment attempt. Additionally, it was confirmed that a procedural delay occurred as a result of the infold. The second valve was recaptured for optimal positioning.

Manufacturer narrative:
Additional information: a2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Evidence supports that the valve was attempted to be deployed at least three times. After the first deployment attempt, the valve appeared to be above the annulus and a small infold was visible. The second deployment attempt reveals that the valve was very deep and the infold worsened. The third and final deployment attempt, depth was deemed appropriate but the infold persisted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Furthermore, recapturing an infolded valve will not resolve the infold. The infolded valve was released. During the post implant dilatation, the valve dislodged aortic. Subsequently, a second valve was loaded and confirmed a good load. The second valve was implanted deep and possible mild aortic regurgitation/paravalvular leak was noted on angiogram. An echocardiogram would be needed to quantify the leak. There is no evidence of any further intervention. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released after 3 recaptures. Infold of the valve was evident so a post-implant balloon dilatation was performed with a 28 mm balloon. During the post-implant balloon dilatation, the valve dislodged into the ascending aorta requiring a second valve. The second valve was deployed after a recapture and implanted in a suboptimal position. Of note, a non-medtronic guidewire (safari) was used during the procedure. Cusp overlap view, commissure alignment technique were used during implant. Additional information was received indicating that the loading of the first valve was "not entirely normal" and the identified issue was "infolding within the parameters" (misload). According to the reporter, the first valve was recaptured three times to ensure the implant position was as optimal as possible. It was stated that the infold was first noticed on the first deployment attempt. Additionally, it was confirmed that a procedural delay occurred as a result of the infold. The second valve was recaptured for optimal positioning.